Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Customer support provided guidance for a pump reset, after which the cgm error did not reappear, and the caller was able to successfully start their sensor session.